Event description:
Additional information was received stating that the vns patient¿s generator was explanted because the patient was experiencing an increase in seizures. The neurologist stated that the patient¿s seizure cluster was related to the depleted generator battery. The patient did not have multiple seizure types and experienced similar clusters of seizures prior to vns. No programming changes, medication changes, or other external factors preceded the onset of the seizure cluster.

Event description:
It was reported that the patient was hospitalized for nine back to back seizures. The patient reported that she had been seizure free for eight years. It was reported that the patient was scheduled for generator replacement. It was reported that the patient underwent generator replacement on (B)(6) 2014. The new generator was programmed to previous generator settings and diagnostics were within normal limits. Attempts to obtain additional relevant information have been unsuccessful to date. Attempts to have the generator returned for analysis have been unsuccessful to date.